Event description:
Additional information received reported that the patient programmer was not letting the patient have her doses. When the representative pushed the bolus button, the menu got ¿all screwy and cut out.¿ the download bar would start but then it would disappear. It was noted that the issue also occurred when the patient was at home and it had been going on for several weeks. Event log showed a motor stall and a motor stall recovery occurred after the patient had magnetic resonance imaging.

Event description:
It was reported the patient was given a new personal therapy manager. The new one was working fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's personal therapy manager (ptm) would not communicate with the pump. The patient was admitted to the hospital on the day of the report with increased pain and an MRI was taken. The reported thought the MRI was conducted to determine if the patient's cancer had spread. The reporter stated that the patient was in a lot of pain. The device system was used to deliver fentanyl. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).